Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 2 months. The patient remains ongoing with the left ventricular assist device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the device had multiple pump stoppages, low speed advisory and low flow alarms on (B)(6) 2017. The patient was asymptomatic. The manufacturers technical services confirmed of the reported alarms and multiple pump stoppages while the lvad system was connected to the power module using a regular cable. The suspected percutaneous lead short to shield location could not be confirmed with the x-ray images submitted. The patient was transferred to (B)(6) medical center and was listed as status (B)(6) on the transplant list. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed. Following the procedure, the lvad system was tethered to the power module using a grounded patient cable, the pump stoppages and red heart alarms reoccurred. The lvad system was placed on battery power without any issues. The patient will use an ungrounded power module patient cable and battery power while waiting for a suitable donor heart. No additional information was provided.

Manufacturer narrative:
The report of multiple pump stoppages, low speed advisory and low flow alarms were confirmed based on the evaluation of the submitted system controller log files; however, a specific cause for these events could not be conclusively determined. The first submitted log file captured the pump struggling to maintain speed, which resulted in multiple pump stoppages and drops in speed throughout the duration of the log file. These events had corresponding low speed and low flow alarms. All of these events occurred while the patient was connected to the mobile power unit or batteries. No other atypical alarms were captured in the log files and submitted x-rays were unremarkable. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a driveline issue; however, a root cause for the pump stoppages could not be determined through the evaluation of the returned driveline segment. Approximately 16.5 inches of the external portion/distal end of the driveline was returned for evaluation. The driveline was almost completely covered in rescue tape, with many layers in some areas. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the rescue tape, damage to the silicone jacket was observed approximately 5 inches from the metal connector. Multiple areas of shield breakdown were observed following the removal of the silicone jacket. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have contributed to the reported events captured in the log files. Following the external driveline repair, the patient was placed on a grounded patient cable and experienced a pump stoppage while leaning forward, so internal wire damage was suspected. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.